Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03426. It was reported that the patient was experiencing ineffective therapy due to low battery life of ipg (manufacturer report number: 3006705815-2021-03423) and lead migration. As a result, a surgical intervention occurred wherein the system was explanted and replaced.